Event description:
Boston scientific received information that upon explant of this left ventricular (lv) lead, it was reported that the lead's tip had separated. The physician had noted that there was friction between the tip of the lead and the implanted right ventricular (rv) lead. No adverse patient effects were reported. No further information has been made available and we are unable to confirm that the lead was not fractured with the reported issue.

Manufacturer narrative:
The proximal segment of the lead was returned, totalling 935 millimeters (mm) in length. Dried blood/body fluid was noted in the entire lead lumen. The conductor coils were deformed 289 - 293 mm from the terminal pin. They were also stretched 850 - 935 mm from terminal pin. Visual inspection confirmed that the tip of was seperated as the tip of the lead was missing. Further examination of the lead tip area showed that both the catode one and cathode two wire ends showed ductile necking/plastic deformation along with ductile dimples which indicated overload. These observations indicated that the coil was most likely fractured as a result of the explant process.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
The lead has been returned.